Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient has little to no vault. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).